Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a medfusion® 4000 wireless syringe infusion pump was in use for titrating dopamine to keep blood pressure within appropriate limits. The infant was born at (B)(6) gestation and was likely septic. The tubing for the dopamine was kinked in an incubator door, such that there was very little dopamine flowing and the blood pressure drifted downward. The clinical team kept increasing the dose of dopamine with no effect until the kinked tubing was found. After that, the blood pressure went up to 60mmhg rapidly. All devices were turned off, and over the course of an hour, the mean pressure came down to 40mmhg. This resulted in a parafalcine subdural hematoma. No permanent injury was reported.